Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture and noise leading to oversensing were observed on the right ventricular (rv) lead. It was suspected that loss of capture led to episodes of ventricular fibrillation, which were adequately treated with high voltage therapy. The patient had episodes of syncope. The right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable following the procedure.

Manufacturer narrative:
The field complaint of high threshold, loss of capture, and oversensing was not confirmed. Visual and x-ray examination of the returned lead did not find any anomalies with the exception of procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts.